Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"Patient put himself up from a chair and during that moment he felt a breakage of the implant. (B)(6) patient is living in (B)(6), after the incident he flew back to the (B)(6). The surgeon who gave him the reversed 2 implant 9 years ago had no possibilities to operate him, so patient went to dr (B)(6). He indicates a breakage of the broken screw thread of the connection screw threads of reversed 2 metaphysis. During surgery we observed a breakage exactly at the point of the pe stick from the connection. We have extracted the metaphysis, then we took the pe stick with a clamp and unscrew it from the stem. We could successfully extract the stem from the humerus. We have extracted the reversed 2 stem, we have tried to extract the cement, but unfortunately it was not possible to extract it in total. Therefore the surgeons made the choice to implant a cemented reversed fracture stem in the distal part of the old cement mantle. We also changed the glenosphere because there was a lot of metallosis and scapula notching. We have cleaned the baseplate and place a new glenosphere."